Event description:
When roticulator 55 placed around distal bowel (rectum) and fired not all of the staples closed, causing physician to move anastomosis even further distally, compromising anastomosis. Therefore requiring a diverting colostomy and prolonging surgical time.